Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The mtm was installed on a golden system where the 23008 error was triggered indicating a fault on the axis 4. The mtm was also installed onto a patient fixture test platform (pftp) and failed on axis 4 at power up. Once testing was completed, the axis 4 motor and axis 4 motor cable were aba tested. The root cause is attributed to a defective component. The axis 4 motor and the axis 4 motor cable led to the failures. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered error 23008 and performed a power cycle on the system. The power cycle did not resolve the issue. The customer received phone assistance from the technical support engineer (tse). The tse instructed the user to perform a hard power cycle on the system, but the issue persisted. The tse reviewed the system error logs, and confirmed the occurrence of error 23008, pointing to the right master tool manipulator (mtmr) on axis 4. The user converted to a laparoscopic surgery to proceed. No known impact or patient consequence was reported.